Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. There was no impact to customer's blood glucose level.